Event description:
It was reported that the health care professional (hcp) wanted to turn off pacing on this cardiac resynchronization therapy defibrillator (crt-d). Patient wants the tachy lead on but the rv pacing off. The device remains in service. No additional adverse patient effects were reported.